Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since tuesday evening has experienced pain, spasms, numbness and tingling down the right leg and right toe. Patient said that the pain and spasms started on the 2nd or 3rd day after implant on (B)(6) 2024. Patient said that these symptoms got better when patient decreased the setting on tuesday night. Patient also said that during the trial didn't have any pain or spasms. Patient also mentioned since received the implant has experienced a lot of pain in the colon and vagina. When asked, patient said that stimulation is on the right side of the vagina and up the right butt cheek and hip area. Patient said that they called healthcare provider office however was told that physician isn't in today was redirected to contact patient services and provide an update on monday. Reviewed therapy information and general programming guidance. With instruction, patient decreased setting on program 3 from 0. 4 to 0. 2 and .1 confirmed that the spasms and numbness decreased however haven't gone away. Patient also mentioned that they turned stimulation off for about 10 minutes yesterday and said that noticed an immediate difference and said that all discomfort stopped. Patient did turn therapy off during call and again stated noticed immediate difference. Patient said did try program 1 earlier and said that the pain, spasms, and numbness and tingling weren't as bad however still felt them in vaginal/colon area and going to right leg down to right toe. Patient said for now will maintain stimulation level and will continue to track symptoms however will try the other programs to determine if there is any program in which any stimulation sensation is comfortable. When asked, patient said has a post op follow up appointment on (B)(6). Healthcare provider is (B)(6) in (B)(6). Additional information was received from the patient. It was reported that the cause of the overstimulation was determined, the most likely cause/believe was due to the nerves being inflamed post op, which caused pain with the stimulation. Patient stated they were concerned about the placement. The patient stated that they took a 2 week break from all the stimulation before resuming their programmed settings. While it was no longer painful, at the programmed stim level the patient was unsure of the efficiency. The patient stated they were still experimenting with the programs and allowing time for them to work. The cause of the undesired stimulation in vaginal/colon area and going to right leg down to right toe was not determined. The original settings all seemed to cause the symptoms and no one had explained why. Patient stated the x-ray showed the device had not moved since it was implanted in the operating room. The patient stated that the rep added additional programs to eliminate the pain down the leg and floor. The issue was resolved. Additional information was received from the patient. They reported that were still having pain and were not getting bladder benefits since implant. They were looking to take the implant out and put a new one in due to the issues, but plan to get a second opinion first. They were trying to get in touch with the manufacturing representative (rep) who had helped them in the past, but had not heard back from them, so they were requesting the rep be contacted. They had tried every program and intensity, but all the adjustments were causing some kind of nerve pain or spasming. They were still having the spasms down their leg and into their toe. They were currently on one program really low to mitigate the pain, but they were still not seeing symptom relief. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that they have had ongoing issues with the mdt device and the mdt rep will not get back to them. The patient noted that they think the device was malfunctioning and they wanted to get any records of settings prior to seeing a new hcp for a second opinion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-03 undeliverable (con): no new information. 2024-jul-01 patltr (con): additional information was received from the patient. It was reported that the cause of the overstimulation was determined, the most likely cause/believe was due to the nerves being inflamed post op, which caused pain with the stimulation. Patient stated they were concerned about the placement. The patient stated that they took a 2 week break from all the stimulation before resuming their programmed settings. While it was no longer painful, at the programmed stim level the patient was unsure of the efficiency. The patient stated they were still experimenting with the programs and allowing time for them to work. The cause of the undesired stimulation in vaginal/colon area and going to right leg down to right toe was not determined. The original settings all seemed to cause the symptoms and no one had explained why. Patient stated the x-ray showed the device had not moved since it was implanted in the operating room. The patient stated that the rep added additional programs to eliminate the pain down the leg and floor. The issue was resolved. 2024-aug-20 rtg0640891 (con): additional information was received from the patient. They reported that were still having pain and were not getting bladder benefits since implant. They were looking to take the implant out and put a new one in due to the issues, but plan to get a second opinion first. They were trying to get in touch with the manufacturing representative (rep) who had helped them in the past, but had not heard back from them, so they were requesting the rep be contacted. They had tried every program and intensity, but all the adjustments were causing some kind of nerve pain or spasming. They were still having the spasms down their leg and into their toe. They were currently on one program really low to mitigate the pain, but they were still not seeing symptom relief. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. 2024-aug-27 rtg0640891 (con): additional information was received from the patient. It was reported that they have had ongoing issues with the mdt device and the mdt rep will not get back to them. The patient noted that they think the device is malfunctioning and they want to get any records of settings prior to seeing a new hcp for a second opinion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.